Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a non-specific history/settings (time and date) issue. The reporter provided no other information. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.